Event description:
While troubleshooting an analyzer issue, the customer was instructed by the technical support specialist to unplug connectors from a circuit board. In the process of unplugging the two connectors, the customer received two deep punctures in her right thumb by the "prongs" on the circuit board. A lab incident report was filed and the customer went to the ER. The puncture was cleaned with soap and water and was treated with "chlora- prep" antiseptic. The customer was also given a tetanus shot. The customer was not incapacitated in any way and was able to continue work. Her condition was given as "good". The customer was wearing a lab coat and gloves, but no safety glasses. Product labeling for performing these troubleshooting steps states to beware of sharp metal edges when performing maintenance and that failure to follow precautions may result in injury.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.